Manufacturer narrative:
The expiration date is documented as 12/2016. (B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for ft3 - free triiodothyronine (ft3 iii) that was not consistent with their clinical picture. Two different lot numbers produced ft3 iii results that did not fit the clinical picture of this patient. This medwatch will cover ft3 iii reagent lot 124419. Refer to medwatch with patient identifier (B)(6) for information on ft3 iii reagent lot 187432. The initial ft3 iii result from the modular analytics e module was 26.8 pmol/l using reagent lot 187432 expiring 07/2016. This result was reported outside of the laboratory. The sample was repeated on the modular analytics e module and the result was 27.9 pmol/l. The repeat from the siemens advia analyzer was 5.8 pmol/l. A new sample was obtained on (B)(6) 2016 and the ft3 iii result using reagent lot 124419 from the modular analytics e module was 22.9 pmol/l. It was noted that this result was still high and not consistent with the clinical picture for this patient. No adverse event occurred. The modular analytics e module serial number was (B)(4).

Manufacturer narrative:
The patient sample was submitted for investigation. Investigation confirmed thepresence of an interfering factor to an antibody/idiotype of the ft3 iii assay. This specific interference is addressed in product labeling.